Event description:
It was reported that after undergoing a da vinci-assisted sigmoid colectomy surgical procedure, the patient experienced low blood pressure. The patient was brought back into the or and an exploratory surgical procedure was performed. The staple line on the inferior mesenteric artery (ima) was found to have excessive bleeding. The surgeon over-sewed the staple line to address the bleeding. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event. During the da vinci-assisted sigmoid colectomy surgical procedure, no intra-operative complications were noted, and no stapling issues were observed. The staple lines were reportedly clean, and no bleeding from any of the staple lines was identified at the time. The surgeon indicated that an endowrist stapler 45 instrument with a white stapler 45 reload installed was used to staple the ima. After the procedure, the patient was extubated and at that time, it was noted her blood pressure and vitals had dropped. A jp drain was placed during the event. Also, immediately the patient underwent an exploratory surgical procedure. It is unclear if the procedure was performed via traditional laparoscopy or open surgery. The surgeon identified that the patient was bleeding from the staple line on the ima. The surgeon noted that the distal edge of the staple line where the white stapler 45 reload was fired had missing staples and opened up. There was blood spurting out. As a result, the surgeon placed sutures and ligated the bleeding vessel. The surgeon could not confirm the estimated blood loss. As a result of the post-operative staple line bleed, the patient was administered two units of blood transfusion and was admitted to the ICU due to mild renal failure. The mild renal failure issue was resolved within 24 hours. The surgeon confirmed that the patient did not have any bleeding disorders or any medications for the same. The patient experienced extended hospitalization of five to six days secondary to the postoperative complication. The patient is reported to be recovering well with no further issues. The surgeon speculated that coughing after extubation could have increased the intraabdominal pressure and possibly opened the staple line. There is no video recording or images available for isi's review.

Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined or is unknown. Isi has requested for return of the stapler 45 instrument for failure analysis investigation but at this time the instrument has not been returned. It was confirmed that the stapler reload involved with this incident was discarded. If additional information is received, a follow-up MDR will be submitted. A review of the stapler logs has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the stapler 45 instrument (part #470298-14; lot #t10200903-0009) had no errors related to the reported complaint as per the logs. There were 3 clamping/firing events with stapler reload colors: white, then green, and then green. However, there were 6 incomplete clamp attempts before the successful completion of clamping and firing in the 2nd firing event. No image or video recording was available for review. This complaint is reportable due to the following conclusion: after a da vinci-assisted sigmoid colectomy surgical procedure, the staple line on the ima was found to have excessive bleeding. The patient underwent a second surgical procedure and the surgeon over-sewed the staple line to address the bleeding. The patient was admitted in the ICU and had an extended hospitalization secondary to the postoperative bleeding. Although the surgeon speculated that coughing after extubation could have increased the intraabdominal pressure and opened the staple line, the cause of the bleeding is unknown.